Event description:
Pump was in use by a patient and reportedly did not alarm for a downstream occlusion as designed. The pump was reportedly started and the patient forgot to unclamp the line downstream of the device. The pump then reportedly ran for hours before it was discovered that the line was still clamped, no medications was delivered over this time frame and the pump did not alarm for a downstreatm occlusion. The patient did not require any medical intervention and no injury or adverse affects resulted from this situation. The medication being delivered by this device was phosphorous from a 500cc bag and the pump was programmed at a rate of 21cc/hr.